Event description:
It was reported that the ilet¿s touchscreen became unresponsive during unlock with visible hairline cracks across the display, and the user provided a photo confirming screen damage; the device was replaced and the user resumed backup therapy. Symptoms included hyperglycemia with a reported blood glucose of 276 mg/dl, while the user stated feeling okay. Outcomes included no alerts or alarms reported and no medical intervention or hospitalization. Investigation included review of complaint details and user-provided images. Investigation of this case revealed physical damage to the screen consistent with a cracked or delaminated display leading to touch-input failure. It was concluded that the device experienced a hardware failure of the screen assembly, and replacement resolved the issue.